Manufacturer narrative:
Insulin pump was received with unresponsive keypad due to pillowing keypad overlay. Pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was broken. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.